Event description:
The pt reportedly experienced sound quality issue in late 2007. It was reported that the pt underwent kidney transplant on the month before, and there was no record of whether a monopolar or bipolar cautery was used. External equipment of the device was exchanged. However, the problem was not resolved. Testing confirmed that the device was not functioning. Surgery to explant the pt's device and reimplant with another device will be discussed.